Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were having unexpected and uncomfortable shocking sensation going up their hip. Patient started this started since the next day after implanted. Agent offered to review programming guidance and decrease the stimulation level as it could be too strong for them, however, patient declined to do it over the phone and preferred to contact their healthcare provider (hcp). The patient was redirected to their hcp to further address the issue.